Event description:
Patient services received a call on (B)(6) 2011. Patient stated that the physician had difficulty with one lead and he was in the operating room for over 6 hours. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).